Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2020 for an implantable cardioverter defibrillator implant procedure. During the procedure, the physician induced a defibrillation threshold test. However, the device and right ventricular lead were unable to convert the patient's rhythm using different device configurations. The patient had to be saved via external defibrillation. On (B)(6) 2020, the device and right ventricular lead were removed and replaced with two additional leads. The defibrillation threshold test was successfully conducted on the new device and leads at 25 j. The patient was in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-03255.